Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up and evaluation due to remote via merlin.net transmission. Review of the remote transmission revealed non-sustained right ventricular oversensing as early as (B)(4) 2017. Also noted, the implantable cardioverter defibrillator was post-paced t-wave oversensing. Programming changes were discussed and no intervention was performed.